Event description:
It was reported that during device change-out, it was observed that this right ventricular (rv) lead exhibited a high threshold, likely due to the age of the lead. Additional information indicates that the noise and sam events suggest a potential lead anomaly. Furthermore, this rv lead was surgically abandoned, and a new lead of a different model was implanted. No additional adverse effects on the patient were reported.